Manufacturer narrative:
This device is used for therapeutic purposes. E: initial reporter is the patient, and medtronic has this information on file. (B)(4). Explant was discarded. The patient stated she had three sinus surgeries in 2010-2011 and during the last surgery; a second pillar implant was removed. This event will be filed under a separate MDR, with the patient identifier as (B)(4).

Event description:
It was reported by the patient, she had a pillar procedure with 3 implants and an uvulectomy late in 2009. A week after the procedure, she felt something in her throat, she went back to the surgeon, who removed an extruding pillar implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.